Event description:
The account reported to the company representative that the pt had cellulitis with complications. There was a subcutaneous inflammation of connective tissue. The pt was treated three days prior. From discussion with the account, the onset of symptoms started on (B)(6) 2011. The pt came into their office on (B)(6) 2011, complaining of swelling and discomfort. The pt was given clindamycin t.i.d. For 7 days, ice and an anti-inflammatory. The pt had swelling in the marionette lines but was not injected there. On sunday, (B)(6) 2011, the pt called and then came into the office and was seen. The pt had swelling on the right and started to have blisters - breakdown inside the mouth (abscesses). At that point, there were questioning if this was (B)(6). There was some swelling on the left but no sores on the left. Since it was the weekend, on (B)(6) 2011, the pt was taken to see dr (B)(6) in (B)(6). He evaluated the pt and did a CT scan to check for vascular issues (none). The abscesses were emergent. There was swelling. On sunday ((B)(6) 2011) in the evening, the pt saw dr (B)(6), plastic surgeon who took over the pt's care. The pt was discharged from dr (B)(6) care 2 weeks ago (week of (B)(6) 2011). He questioned if the pt was injected too deep but the CT scan showed that the radiesse product was in the right areas. On the CT scan, there was no radiesse product in the marionette lines. Dr (B)(6) was questioning if this was a big hematoma. There was vascular occlusion. Since he was not sure if this was (B)(6), he put the pt on valtrex and pain medication. He then followed up with the pt two days later. Dr (B)(6) did not do any procedures on the pt.

Manufacturer narrative:
A review of the device history records indicates the reported lot number met all specifications prior to release.